Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep0622 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via phone call: "on friday the PICC had a defect at the break away sheath it would not flush at all; it looked like it had a ring on it appeared possibly fused together as a manufacturing defect where the break away sheath is; this caused a kink in the tubing and needed to be pulled out and replaced the entire line" additional information received 09/24/2020: "it was not it would not flush it was that there was a ring at the top site of the pull away sheath as if there was a product malfunction with it was manufactured and the integrity of the product was question. It was removed and a need power PICC was placed over the wire for patient safety. The defective product was disposed in the red biohazard bin." "PICC ordered for difficult venous access, frequent lab draws and IV infusions of magnesium, potassium, sodium bicarbonate" "no known infectious disease."